Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant ii bifurcated stent graft was implanted in a patient for the treatment of a 49mm abdominal aortic aneurysm along with two non-mdt stent grafts. It was reported that the patient returned for a follow up CT. The aneurysm diameter was 1cm larger than that seen in a previous CT (49mm to 58m). No obvious endoleak was observed. It was reported that when the patient returned for follow up on an unknown date the aneurysm had enlarged by nearly 2cm more than at the time of implantation. It was reported that it seemed that the neck of the aorta was also enlarging, so there was a possibility of a type ia endoleak. As per the physician the cause of the event cannot be determined. It was reported that intervention was performed approximately 5 years post implant. An endurant aortic extension (etcf2828c49ej) was implanted successfully in the target position, however the final angiography showed that the patients condition was the same as before intervention has been carried out. No additional clinical sequalae were reported and the patient will be monitored.